Event description:
A diagnostic colonoscopy procedure was scheduled for the pt due to an initial finding of guaiac positive stools. During the diagnostic examination, inflammation of the distal rectum was confirmed. The pt returned to the hosp with symptoms of pain, cramping and diarrhea approx 24-48 hrs following the diagnostic colonoscopy procedure but an elevated temperature was not confirmed. The pt's stool was cultured but positive cultures were not obtained. Treatment with antibiotics was prescribed and as of 1/23/98, the pt was still under the surgeon's care. The surgeon has no explanation as to what may have caused the pt problem to occur.